Event description:
Information received indicated that the emergency trend function is not operating. According the customer the bed is located in an airplane and is permanently mounted. No one was on the bed when the alleged problem was found.

Manufacturer narrative:
The hill-rom technician suggested they check the trend linkage is installed and adjusted properly. A follow up report will be sent once the customer discloses their investigation.